Event description:
A customer observed imprecise vitros phyt quality control results while using a vitros 5600 integrated system. Values of 9.06, 8.69, and 9.20 ug/ml were obtained from the biorad level 1 control fluid versus the expected value of 6.60 ug/ml. Values of 13.17, 11.51, 13.89, 38.03, 8.25, 9.31, and 36.61 ug/ml were obtained from the biorad level 3 control fluid versus the expected value of 25.60 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number seven of ten MDR's for this event. Ten 3500a forms are being submitted for this event as ten devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained while using a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, an instrument related event, a reagent or control fluid issue, or a protocol issue such as use of the incorrect control fluid could not be ruled out as contributing factors. Ocd has received no related customer complaints for vitros phyt lot 2603-0127-3515. The root cause of this event is unknown.